Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported one false negative reaction for dat test with polyspecific gel card lot# 092317005-01 exp 06.30.20 for a patient with cold autoimmune hemolytic anemia aiha diagnosis. This was repeat testing. Initial testing was performed with polyspecific gel card lot# 072419005-01 exp 05.05.20 with the same patient and a reported false negative reaction for dat was obtained (see mxp 2209736). Relevant information: issue started on: (B)(6) 2020, reported on (B)(6) 2020. Reaction grade obtained: negative. Customer was expecting: 3+. Test repeated:yes. Method/result obtained by repeating: same false negative. Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Qc material: complement qc positive (c3d control): a competitor's complement control, cells lot#48012 exp 02.07.20. Igg qc positive control: a competitor's check cells (weak). Igg and c3d qc negative: donor group o exp 02.02.20. Patient clinical history: patient's diagnosis: male (B)(6) with cold autoimmune hemolytic anemia. List of medications: no medication. Transfusion history: patient had never been transfused. Product handling protocol: cassette/gel card storage temperature range: as per IFU's. Cassette/gel card orientation: upright. Visual appearance before use: normal. Actions already performed by customer: customer did repeat test in poly dat with a competitor's reagent and got a 3+ positive reaction: eluate testing is pending. Testing in igg gel card was not performed. Antibody screen testing was negative.